Event description:
This device was returned with documentation from biotronik representative mill madeira. This system was removed due to "infection at the pocket." The leads were laser extracted and sent to the pathology lab. The pt will be reimplanted at a later date. Additional devices: elox p 53-bp, MDR-1028232-2009-00775; kainox sl 65/16, MDR-1028232-2009-00776.